Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon was suspected to have ruptured when blood flowed back into the aspiration syringe during the negative pressure prime at the lesion site. The lesion involved was a 90% stenotic lesion in the mid lad coronary artery. Patient status is reported as 'good'.